Event description:
Pump alarmed (malfunction 24). Pump infusing nitrogycerine and it looked like a bolus of medication was given. Pt had an asymptomatic drop in blood pressure, systolic bp 60-70's. Problem corrected with no adverse event.